Event description:
Pt implanted with hardware for a great toe proximal phalynx fracture. On a f/u visit, pt complained of pain and surgeon noted protrusion of the cannulated screw head. Pt's fracture was noted to have healed and the screw was explanted. The remaining hardware did not have any issues and was not explanted.

Manufacturer narrative:
Add'l info has been requested. Device was implanted approximately 3-4 years prior. Synthes is unable to determine manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.